Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address elevated bg. The cause of the high bg was unknown. Tandem technical support (cts) performed a system check on the pump and determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.